Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with an infection believed to be related to the device. A surgical procedure was performed to explant the ipp and no device issues were found. A new tactra malleable penile prosthesis was implanted per patient request. No additional patient complications were reported.